Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11323. It was reported that the burr became stuck with the rotawire. The 12mmx1.5mm, 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ burr and a rotawire were selected for use. During procedure, it was noted that the rotawire became tangled with the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.